Event description:
It was reported a patient presented for an implant procedure on 16 nov 2022. During procedure, the torque limiting wrench was not attaching to the implantable cardioverter defibrillator (ICD), resulting in high pacing impedance of the left ventricular channel. The ICD was replaced within the same operation. Post-procedure the patient was discharged.

Manufacturer narrative:
The reported event of set screw anomaly and high pacing impedance was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was unseated as a result of unscrewing the set screw too far. This prevented set screw engagement with the torque driver and was the cause of the reported event. When the screw was re-engaged with the connector block, the screw operated normally in affixing the test lead to the header. The set screw anomaly was consistent with having occurred during the procedure.